Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes") and perforation ("perforation of the other organs") in an adult female patient who had essure (ess205) inserted (lot no. 12276541) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("essure insertion & endometrial ablation was performed togethr"). The patient had a medical history of dysfunctional uterine bleeding, depression, pelvic pain female, pelvic discomfort, rheumatoid arthritis, parity 2 and gravida ii. On (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune disorder nos"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, bilateral wedge resection of uterus, removal of several coils). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: on (B)(6) 2005, hysteroscope was removed and dr began dilating the cervix. With the #19 pratt dilator, it felt as though a fundal perforation had been created. Visualization with the hysteroscope confirmed perforation just to the left side of the midline at the fundus. The procedure was terminated at this point. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2005: left essure coil is identified in the periphery of the left pelvis and a considerable distance after from the left cornua. The exact location of the left essure coil is difficult to establish but its peripheral location suggests that it has either migrated or perforated mildly from the left fallopian tube. The remainder essure coil is partially curled in the midline and extend to the left, and again its location is difficult to establish as it extends to the left of midline. It may be at least partially located within the right fallopian tube which is curled back on itself or alternatively partially perforated from the right fallopian tube. Neither fallopian tube opacified with contrast indicates occlusion but it is difficult to establish if this it all permanent occlusion and/or transient functional occlusion from spasm. [Pathology test] on (B)(6) 2017: peritoneal biopsy, myometrium. Fallopian tube(s), left with coil; fallopian tube(s), right with coil. Gross description: left fallopian tube with coil: silver-colored coil (15.0 cm in length) with a scant amount of soft tissue attached. Right fallopian tube with coil: silver-colored coil (2.5 cm in length) with a scant amount of soft tissue attached. Microscopic description: there are fragments of benign smooth muscle. The smooth muscle has a nodular pattern focally consistent with leiomyoma. There is no endometrium present for evaluation. Sections confirm the presence of unremarkable fallopian tube. The specimen consists of unremarkable fallopian tube. Final diagnoses: myometrium, fragments: benign smooth muscle; consistent with leiomyoma. Excision, portion left fallopian tube: normal histology; essure coil; excision, portion right fallopian tube:- normal histology. [Ultrasound pelvis] on (B)(6) 2005: left essure micro implant can be seen extending for some length within the uterine cavity, it is difficult to ascertain if the entire essure implant is seen within the uterine cavity but dr suspect a small amount of essure coil remain, ln the, cornua, the right essure could not be identified. Endometrial thickness is unremarkable measuring 6 mm. Neither ovary is enlarged. There is no pelvic free fluid. In the absence of visualization of the right micro implant, a pelvic x-ray is advised for further assessment; on (B)(6) 2017: impression: a linear echogenic structure on the left is identified suspected to correspond to the essure coil demonstrated on recent radiography that presumably has perforated/migrated into the left. Lower quadrant. Bilateral ovarian cysts. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 12-oct-2023: medical record received. Event medical device monitoring error was added. Medical history, lab data, reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes") and perforation ("perforation of the other organs") in an adult female patient who had essure (ess205) inserted (lot no. 12276541) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("essure insertion & endometrial ablation was performed togethr"). The patient had a medical history of dysfunctional uterine bleeding, depression, pelvic pain female, pelvic discomfort, rheumatoid arthritis, parity 2 and gravida ii. On (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune disorder nos"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, bilateral wedge resection of uterus, removal of several coils). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: on (B)(6) 2005 hysteroscope was removed and dr began dilating the cervix. With the #19 pratt dilator, it felt as though a fundal perforation had been created. Visualization with the hysteroscope confirmed perforation just to the left side of the midline at the fundus. The procedure was terminated at this point. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2005: left essure coil is identified in the periphery of the left pelvis and a considerable distance after from the left cornua. The exact location of the left essure coil is difficult to establish but its peripheral location suggests that it has either migrated or perforated mildly from the left fallopian tube. The remainder essure coil is partially curled in the midline and extend to the left, and again its location is difficult to establish as it extends to the left of midline. It may be at least partially located within the right fallopian tube which is curled back on itself or alternatively partially perforated from the right fallopian tube. Neither fallopian tube opacified with contrast indicates occlusion but it is difficult to establish if this it all permanent occlusion and/or transient functional occlusion from spasm. [Pathology test] on (B)(6) 2017: peritoneal biopsy, myometrium 2. Fallopian tube(s), left with coil 3. Fallopian tube(s), right with coil gross description: left fallopian tube with coil: silver-colored coil (15.0 cm in length) with a scant amount of soft tissue attached. Right fallopian tube with coil: silver-colored coil (2.5 cm in length) with a scant amount of soft tissue attached. Microscopic description: 1. There are fragments of benign smooth muscle. The smooth muscle has a nodular pattern focally consistent with leiomyoma. There is no endometrium present for evaluation. 2. Sections confirm the presence of unremarkable fallopian tube. 3. The specimen consists of unremarkable fallopian tube. Final diagnoses: 1. Myometrium, fragments: - benign smooth muscle - consistent with leiomyoma 2. Excision, portion left fallopian tube: - normal histology - essure coil 3.excision, portion right fallopian tube:- normal histology [ultrasound pelvis] on (B)(6) 2005: left essure micro implant can be seen extending for $orne length within the uterine cavity, it is difficult to ascertain if the entire essure implant is seen within the uterine cavity but dr suspect a small amount of essure coil remain, ln the, cornua, the right essure could not be identified. Endometrial thickness is unremarkable measuring 6 mm. Neither ovary is enlarged. There is no pelvic free fluid. In the absence of visualization of the right micro implant, a pelvic x-ray is advised for further assessment; on (B)(6) 2017: impression: 1. A linear echogenic structure on the left is identified suspected to correspond to the essure coil demonstrated on recent radiography that presumably has perforated/migrated into the left. Lower quadrant 2. Bilateral ovarian cysts lot number: 12276541; manufacture date: 2005-02; expiration date:2008-01. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('perforation of the other organs') in a female patient who had essure (ess205) (batch no. 12276541) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune disorder nos"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, bilateral wedge resection of uterus, removal of several coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, uterine perforation, fallopian tube perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('perforation of the other organs') in a female patient who had essure (ess205) (batch no. 12276541) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune disorder nos"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, bilateral wedge resection of uterus, removal of several coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, uterine perforation, fallopian tube perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.